Event description:
It was reported by the pt that, 3 months ost-op, his knee was feeling pretty well. Since that time the continues to experience pain and when he walks the knee "pops and clicks and is very painful". Pt has been revised.